Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer. The customer did not report any notable events prior to the malfunction and had not reset the pump for this malfunction despite it occurring at least three times before. The pump was replaced to resolve the issue, and the customer will use current pump or a backup insulin pump for insulin therapy until the replacement arrives.